Event description:
On december 29, 2021, it was reported that the patient was transferred to another physician and is no longer being followed.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Patient's medical history includes but is not limited to: abdominal aneurysm, high blood pressure, high cholesterol, stroke, transient ischemic attack. Patient's medications include but are not limited to: simvastatin, ampodipine, aspirin, and fish oil.

Event description:
On (B)(6) 2021, follow-up imaging showed a proximal type I endoleak. Dilation of the proximal aorta was reported and measured approximately 32 mm to 34mm. The physician plans to reintervene on the patient but has not yet scheduled it. Previous medical history for the patient and previously reported is as follows: on (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified a possible proximal type I endoleak and aneurysm enlargement of 1 cm. It was reported the cause of the endoleak is unknown. On the same day, an aortic extender component was implanted extending proximally from the trunk-ipsilateral leg component to treat the proximal endoleak. Final imaging identified the endoleak was resolved. The patient tolerated the procedure.